Event description:
The single stick centesis catheter was placed into the pt on (B) (6) 2009 and broke off three days later on (B) (6) 2009. Several other catheters have been used on this pt prior to fragment removal. The broken fragment was removed on (B) (6) 2010.

Manufacturer narrative:
Device eval: the suspect device was not returned for eval. Complaint could not be confirmed. The physician reported he knew the device was not designed to remain in the pt for extended periods of time. The physician also stated he knew this was not a failure of the device. The device history record was reviewed and found no exception documents. The complaint data base was reviewed and found no similar complaints for this lot number of product line for the same failure mode. In this case the use of the device does not fall within the intended standard use of the device. The physician gave no explanation as to why the device was left in the pt for an extended period of time. Without the actual device in question it is impossible to determine root cause of suspected failure. Initial reporter did not provide additional info about the pt or procedure performed. The device history record was reviewed. The complaint data base was reviewed. Results - misapplication/misuse of device. Conclusions - user error caused event.